Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residues on the air/water (aw) channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: a sample of the foreign material could not be retained for testing. The device has no internal lumen has been damaged. The most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.